Manufacturer narrative:
Product ID 39565-30, serial# (B)(4); product type lead product ID 3708140, serial# (B)(4); product type extension product ID 3708140, serial# (B)(4); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the patient had their device replaced due to recharging issues. They could not recharge. The revision took place on 2010 (B)(6). No patient symptoms were reported. Follow-up was performed to determine if the replacement was due to a device malfunction. This event will be updated if additional information is received.